Event description:
Dealer stated compressor will not stay on, (B)(4) issued.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.